Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: booting error was caused due to faulty printed circuit board, and low light intensity was caused due to faulty light emitting diode unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of event is unknown. A supplement report will be submitted if provided.

Event description:
The customer returned the video system center to the service center with no reported complaint. During the evaluation of the device, booting error and low light intensity were observed. The service repair technician indicated that the most likely cause of the booting error was due to faulty printed circuit board and low light intensity was due to faulty light emitting diode unit. There was no patient involvement.